Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the enfit tubing was breaking near/at the purple port causing leakage. Per additional information received on 05aug2022 there was no injury reported as the nurse caught the issue before there was any harm to the patient.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. However, as part of our manufacturing process, all device history records are reviewed and approved by quality, prior to the release of product. One decontaminated sample was received at the manufacturing site for investigation. The sample was evaluated, and the reported condition was confirmed. A corrective and preventative action has been initiated to address the reported condition. This complaint will be used for tracking and trending purposes.